Manufacturer narrative:
.

Event description:
It has been reported that the surgeon has stapled foam with surgical clips, into 2 leg wounds and that removal of the clips caused the patient severe pain and emotional distress. Foam adhered to the clips, and could not be removed from the 2nd wound for 2 weeks.